Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The blood glucose reading was 200mg/dl. The customer stated that the buttons were unresponsive, and they did no begin to function in less than five minutes without a battery change. Instructed the customer to remove the battery and to insert a new battery, but the anomaly continues. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.